Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument pitch cables were dislodged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.